Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's wake button was stuck and not working. The customer's blood glucose (bg) level was 360 mg/dl and a bolus via a syringe was administered to address the bg level. The customer was to use a non-tandem pump and insulin injections to manage diabetes.